Event description:
It was reported that during a percutaneous coronary angioplasty procedure, a shaft fracture occurred following removal difficulties. The 90% stenosed 30mm long by 3.5 diameter lesion being treated was located in the moderately calcified mid right coronary artery (rca). The lesion was predilated with an unspecified balloon with post-dilation stenosis at 50%. The liberte stent was deployed successfully. The physician reported no difficulty with deflating the balloon. When he attempted to remove the balloon following deflation, the balloon "remained adhered to the stent". It "could be removed but under a strength higher than usual". The balloon became trapped in the distal end of the 6f guide catheter. Force was used to try to pull the balloon into the guide catheter, and the hypotube broke. The balloon was reported as fully deflated however also "deformed". The patient experienced no complications, and patient status was reported as 'stable'.